Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a c-flex aspheric 970c on (B)(6) 2017. Approximately 5 years after iol implantation, the patient attended a follow-up consultation and opacification of the iol was observed. Opacification led to a decline in patient visual acuity and the iol was explanted on an unknown date post-operatively. No patient medical history has been provided. The explanted lens was retained and returned to rayner for evaluation. Sem and eds analysis was carried out by a third-party independent laboratory. Analysis of the iol was completed on 14th december 2022. Sem and eds analysis revealed a significant deposition of mineral like structures on the surface of the iol consistent with the structure and form of iol calcification. The crystals were composed of calcium phosphate. Iol analysis confirms calcification of the iol. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. Our rate of secondary calcification remains extremely low. Our review of production records for the c-flex aspheric 970c batch 057107482 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the c-flex aspheric 970c batch 057107482. It is not possible from the device analysis performed or from the limited information received from the initial reporter to determine the root cause of iol calcification in this case.

Event description:
On 30th november 2022, rayner received notification from its (B)(4) distributor of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that post-operatively the patient presented with iol opacification that had led to a decline in visual acuity necessitating explantation of the lens.